Event description:
Pt states that cadd-legacy pump is giving the error code "#1871". Pump is alarming and not priming sn (B)(4). Maintenance due date (B)(6) 2016. Informed them that we would send a new pump. Dates of use: (B)(6) 2015 to present.